Event description:
It was reported that left ventricular capture management was running and aborted due to the oversensing that resulted due to the current programming. Reprogramming was discussed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, a nalyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2012; 4195 implantable pacing lead, (B)(6) 2012; 0295 competitor implantable tachy lead, (B)(6) 2012. No evaluation other description: device analysis in progress. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.